Event description:
It was reported that a patient underwent a balloon kyphoplasty at l4 at treat a compression fracture. During the procedure, the balloon ruptured during inflation. The display on the syringe showed 200 psi when the incident occurred. Reportedly, the delay in the surgery due to the incident was less than 30mins. After the balloon ruptured, the vertebra was cleaned using saline, and then cement was delivered without any problems. Per the surgeon, no fragments of the balloon were left in the patient and there was no allergic reaction noted. The procedure was completed successfully with no patient complications.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: product analysis : visual and optical examination of the ibt balloon identified a small pinhole puncture near the center of the balloon. The location, nature and timing of the balloon puncture is consistent with in vivo contact with sharp object, such as bone splinters. The above observations are consistent with in vivo contact with sharp object.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.